Event description:
Event [preferred term] (related symptoms if any separated by commas) increased blood glucose values of 500 mg/dl [blood glucose increased], pen did not release insulin [device failure], distance between rubber stopper and piston rod [device issue], novopen echo plus display shows error [device information output issue]. Case description: this serious spontaneous regulatory authority case received via bfarm (federal institute for pharmaceuticals and medical products), de from germany was reported by a pharmacist as "increased blood glucose values of 500 mg/dl(blood glucose increased)" with an unspecified onset date , "pen did not release insulin(device failure)" with an unspecified onset date , "distance between rubber stopper and piston rod(device component issue)" with an unspecified onset date , "novopen echo plus display shows error(device image display error)" with an unspecified onset date and concerned a male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , insulin (insulin) , a non-novo nordisk suspect product insulin (insulin) from unknown start date for "product used for unknown indication". Patient height, weight and body mass index were not reported. Dosage regimens: novopen echo plus: insulin: medical history was not provided. On an unknown date the novopen echo plus did not release insulin and there was distance between rubber stopper and piston rod. On an unspecified date, novopen echo plus display shows error on an unknown date patient's blood glucose (blood glucose) was 500 mg/dl during use of novopen echo plus. Batch numbers: novopen echo plus: nvgar71. Insulin: not reported. Action taken to insulin was not reported. The outcome for the event "increased blood glucose values of 500 mg/dl(blood glucose increased)" was not reported. The outcome for the event "pen did not release insulin(device failure)" was not reported. The outcome for the event "distance between rubber stopper and piston rod(device component issue)" was not reported. The outcome for the event "novopen echo plus display shows error(device image display error)" was not reported. Reporter's causality (novopen echo plus) - increased blood glucose values of 500 mg/dl(blood glucose increased) : unknown. Pen did not release insulin(device failure) : unknown . Distance between rubber stopper and piston rod(device component issue) : unknown . Novopen echo plus display shows error(device image display error) : unknown . Company's causality (novopen echo plus) - increased blood glucose values of 500 mg/dl(blood glucose increased) : possible . Pen did not release insulin(device failure) : possible . Distance between rubber stopper and piston rod(device component issue) : possible . Novopen echo plus display shows error(device image display error) : possible . Reporter's causality (insulin) - increased blood glucose values of 500 mg/dl(blood glucose increased) : unknown . Pen did not release insulin(device failure) : unknown . Distance between rubber stopper and piston rod(device component issue) : unknown. Novopen echo plus display shows error(device image display error) : unknown. Company's causality (insulin) - increased blood glucose values of 500 mg/dl(blood glucose increased) : possible . Pen did not release insulin(device failure) : possible . Distance between rubber stopper and piston rod(device component issue) : possible. Novopen echo plus display shows error(device image display error) : possible. Case received from regulatory authority, no follow up can be performed. Hence, no further information available. References included: reference type: e2b report duplicate reference ID#: (B)(4) reference notes: #dup reference type: e2b authority number reference ID#: (B)(4) reference notes: bfarm (federal institute for pharmaceuticals and medical products), de h3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigational results: name: novopen echo plus batch number: nvgar71 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. In the statistics log were reset, reset - bod and reset - por and in the errorlog was detected: mcu reset due to power on and mcu reset due to brown out. Visual examination and functional testing were performed. The memory display showed the last dose upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. The device was disassembled to examine internal parts, and a microscopic examination was performed. No foreign matter was found in the pen on the electronic parts. Confirmed: the display shows error. The resets affect the memory function of the device, as the current and all previous doses are invalidated in the dose logs. The fault was considered to be obvious to the user, as an error message appears on the display of the pen and in the app (e.g., "dose memory technical error detected")and the logs of doses prior to the reset cannot be transferred. Data in the app might be missing. The issue had no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. The fault was considered a design fault of the product. Name: insulin batch number: unknown no investigation was possible, because neither sample nor batch number was available. Case received from regulatory authority, no follow up can be performed. Hence, no further information available. Since last submission the case has been updated with the following: investigation results updated is non-reportable updated from blank to yes.EU/ca tab: expected date of follow up removed and final report was ticked device addendum: annex b c d g codes updated. CAPA comment updated in eol narrative updated accordingly. H3 continued: evaluation summary name: novopen echo plus batch number: nvgar71 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. In the statistics log were reset, reset - bod and reset - por and in the errorlog was detected: mcu reset due to power on and mcu reset due to brown out. Visual examination and functional testing were performed. The memory display showed the last dose upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. The device was disassembled to examine internal parts, and a microscopic examination was performed. No foreign matter was found in the pen on the electronic parts. Confirmed: the display shows error. The resets affect the memory function of the device, as the current and all previous doses are invalidated in the dose logs. The fault was considered to be obvious to the user, as an error message appears on the display of the pen and in the app (e.g., "dose memory technical error detected")and the logs of doses prior to the reset cannot be transferred. Data in the app might be missing. The issue had no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. The fault was considered a design fault of the product.